Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for a gap in adhesive area between server plug-in (z-block) and distal end, cracked adhesive around light guide lens, and chipped adhesive around objective lens was traced to component failure. However, the most probable cause for foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a gap in adhesive area between server plug-in (z-block) and distal end, cracked adhesive around light guide lens, chipped adhesive around objective lens, and foreign objects in forceps elevator wire and forceps elevator. There was no patient involvement.